Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination confirmed only a portion of the lead was returned (proximal portion only). The lead had been severed approximately 95 cm from the terminal pin. Set screw marks on the terminal pin indicate the lead was properly seated in the device header while implanted. Inspection also confirmed the allegation of insulation damage during attempts to remove this lead from the header of the chronic device. The terminal pin and the insulation/medical adhesive in that region is torn from the terminal ring. The cathode coil is stretched and the terminal molding appears curved, indicating that force was used during the attempt to remove the lead from the device header. Analysis concluded the force used to try and remove the terminal pin from the header exceeded the insulation strength in this area of the lead (i.e. The terminal pin region).

Event description:
Boston scientific received information that, during a normal battery change out procedure, this right atrial (ra) lead was stuck in the existing pacemaker's header. The insulation of the ra lead pulled apart when the lead wouldn't come out of the header, so the lead needed to be surgically abandoned and replaced. Terminal end damage was also observed. No additional adverse patient effects were reported.